Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarms were noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump also had minor scratches on the display window, a scratched case, cracked battery tube threads, and a cracked reservoir tube.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error while priming. The insulin pump alarmed no delivery three to four timed while manually priming the insulin pump. He may have worn the insulin pump during a x-ray while in the hospital. He was unable to complete the rewind sequence. Customer's blood glucose level was 112 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.